Event description:
Lead was capped due to noise and inappropriate shocks. Suspected lead fracture.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead as well as the ICD data returned for analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. At a next step the device data were inspected. The analysis of the available iegms revealed the presence of noise in the ventricular channel. The detection of noise led to shock deliveries, as mentioned in the complaint description. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing. With regard to the root cause of the issues mentioned in the complaint description, no conclusions can be drawn based on the information available for analysis.